Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The binocular was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to an unstable binocular. However, as to how or when it became unstable remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported instability of the optical head in an ophthalmic microscope during cataract surgery, resulting in diplopia due to misalignment. The issue remains unresolved, and the equipment continues to exhibit diplopia. Details regarding procedure completion and any patient impact have not been provided. Additional information has been requested, but no response has been received to date. Additional information was received indicating that the reported malfunction occurred during cataract surgery and remains unresolved. There was no reported impact to the patient. The status of surgery completion has not been provided.